Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 450-550 mg/dl; cause was unknown. Although requested by tandem technical support, the customer declined troubleshooting or to provide additional information.